Event description:
It was reported that during a pulmonary vein isolation a farawave was selected for use. During procedure, after advancing the wire from the left inferior pulmonary vein to the right superior pulmonary vein, approximately 7 cm of wire was advanced. Under fluoroscopy, it was confirmed that the wire got kinked. An attempt was made to pull the wire, but there was resistance, and it could not be removed. Therefore, it was removed from the body together with the catheter. The catheter was replaced, and the procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Upon receipt at boston scientific's post market laboratory the catheter was visually inspected, and no abnormalities were observed. The catheter was not returned with the original guidewire inserted. Functional testing was performed, and a wire was able to be advanced and withdrawn through the catheter with no issue. The catheter's array was also able to be deployed and undeployed with no resistance. Additionally, there was no tissue or foreign matter found on or in the catheter tip. Based on all the available information boston scientific determined there was no device problem detected. The returned farawave was analyzed, passed all tests performed and analysis did not reveal any failures within the product.

Event description:
It was reported that during a pulmonary vein isolation a farawave was selected for use. During procedure, after advancing the wire from the left inferior pulmonary vein to the right superior pulmonary vein, approximately 7 cm of wire was advanced. Under fluoroscopy, it was confirmed that the wire got kinked. An attempt was made to pull the wire, but there was resistance, and it could not be removed. Therefore, it was removed from the body together with the catheter. The catheter was replaced, and the procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.